Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hub separation and subsequent leak could not be confirmed.

Event description:
Related manufacturing ref: 3005334138-2018-00269. During the procedure, the hub of tne device separated from the shaft and a leak occurred. The procedure was completed with another introducer with no consequences to the patient.